Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at a post implant wound check the patient experienced redness, warmth, and discomfort at the inferior boarder of the axillary incision site due to an infection. The patient was prescribed doxycycline. The following day a small suture was noted at the lower end of the incision, the visible suture material was removed. On day four of the doxycycline the patient experienced vomiting after each dose. The patient was switched to bactrim. Six days later it was reported that the wound was well healed and the inferior boarder of the wound was closed. The device remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Event description:
It was reported that at a post implant wound check the patient experienced redness, warmth, and discomfort at the inferior boarder of the axillary incision site due to an infection. The patient was prescribed doxycycline. The following day a small suture was noted at the lower end of the incision, the visible suture material was removed. On day four of the doxycycline the patient experienced vomiting after each dose. The patient was switched to bactrim. Six days later it was reported that the wound was well healed and the inferior boarder of the wound was closed. The implantable cardioverter defibrillator (ICD) remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.